Manufacturer narrative:
Submit date: 9/18/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states: during the manufacturing process, it was identified that the syringes had a particulate inside. Additional information from the customer states: the particle found inside the syringe was free floating, it was not embedded inside the syringe barrel..

Manufacturer narrative:
A review of the device history record (DHR) for lot no. 808552 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. Specifically, samples are taken throughout production and checked for particulate in the fluid pathway. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. There were no defects detected in the barrels that went into this lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed. There were no related process or material changes related to the reported condition for this product. Process monitoring data was reviewed for ram 1 and barrel printer 2 and no issues regarding particulates was noted. Process monitoring data is not collected in molding. A review of the machine setup was conducted and there were no issues. Samples were examined from ram 1 and no contamination was seen. Two (2) photographs were provided for evaluation. The photos were reviewed and a small particulate could be seen inside the syringe. The reported condition is confirmed. The exact root cause of the reported condition could not be determined without an actual sample to examine. The photos do not show enough detail to determine the root cause or the origin of the particulate. The investigation did not identify a systemic issue with the product or process and a specific root cause could not be identified. The reported complaint was confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.